Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call to have meter issues. Customer's blood glucose was 50 mg/dl. Meter would not communicate with the insulin pump. Customer declined troubleshooting for low blood glucose. Customer will not be returning the device for analysis.